Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in (B)(6), in the car, due to a car accident. The customer was the driver at the time of the accident. The official cause of death was abdominal internal bleeding. The caller stated that the customer's blood glucose at the time of the death is unknown, however, a couple of hours prior to the car accident, it was 97 mt/dl. The last recorded blood glucose value was 97 mg/dl on (B)(6) 2015 between 9:30pm and 10pm. The customer was wearing the insulin pump at the time of death. The customer had sensors but did not use them. A sensor was not worn at the time of death. The caller agreed to return the insulin pump for analysis. The caller stated that the meter bg alarm kept beeping. The battery has been out of the insulin pump for a while. The caller also noted that due to the accident, there is a big ink spot and a crack across the screen of the insulin pump.

Manufacturer narrative:
The insulin pump passed delivery volume accuracy test.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and error test. However, the insulin pump had a cracked and bleeding lcd glass at the upper left corner. The insulin pump had minor scratched display window, scratched case, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. Data analysis: (B)(6) 2015 daily insulin total = 35.300u, (B)(6) 2015 daily insulin total = 43.400u, (B)(6) 2015 daily insulin total = 55.900u, (B)(6) 2015 daily insulin total = 42.700u, (B)(6) 2015 daily insulin total = 53.475u, (B)(6) 2015 daily insulin total = 41.875u and (B)(6) 2015 daily insulin total = 48.275u. The insulin pump did not have battery installed when received.